Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a (casing condition/cracked damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 01/31/2014: the device was returned to animas and evaluated by product analysis on 01/16/2014 with the following results: confirmed the battery compartment is cracked at opening of battery chamber. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Unrelated to the complaint, the text on the display screen is starting to dim/fade and become discolored. Increased the contrast setting to the maximum of with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.